Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced sensor glucose versus blood glucose differences from the sensor. The customer's blood glucose reading was 144 mg/dl while his sensor reading was 55 mg/dl. The customer stated that the pump kept beeping and suspending. The customer stated that the sensor reading is now 105 mg/dl with an up arrow then 125 mg/dl with double up arrows. The customer stated that he does not have any issues with insertion. The customer was advised that there may be larger differences when blood glucose is changing rapidly. The customer will be sent a replacement sensor.